Manufacturer narrative:
The insulin pump had no button response due to unlocked keypad flex connector. Analysis was unable to test for excessive no delivery alarm due to no button response. The pump had a scratched display window and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a no delivery alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device will be returned for analysis.